Manufacturer narrative:
Additional h6 type of investigation codes: 'analysis of images' and 'labelling review'. Additional h6 investigation conclusion code: 'adverse event related to patient anatomy and/or condition'. The complaint for device interaction with conduction system was confirmed with objective evidence based on evaluation of the provided imagery. No manufacturing non-conformities were identified from the imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that patient conditions (i.e., barlows disease) may have contributed to the reported event. However, a definite root cause is unable to be determined. Per the instructions for use (IFU), conduction system disturbance and/or ventricular arrhythmia are potential adverse events. Conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from italy- edwards received notification of a pascal precision ace in mitral position where during the procedure, after leaflets were captured and the device was closed, patient rhythm turned to ventricular tachycardia and temporary asystole. The device was retrieved in the guide sheath, as per procedure manual, and removed out of the patient. Meanwhile CPR procedures were initiated by anesthesiologists and cardiologists. Patient recovered and was noted as to be in stable condition. As per medical opinion, the perceived root cause of the event was that barlow valves are generally arrhythmogenic and leaflets capture might have triggered the event. Patient baseline rhythm was extrasystole due to mitral valve pathology.